Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one 14s crosser cto recanalization catheter for evaluation. The saline luer was noted to be cracked. Material separation was noted to the distal tip. The marker band was noted to be present. No functional testing was performed due to the condition of the device. Therefore, the investigation is inconclusive for the reported guidewire incompatibility as no evidence of the same was provided. However, the investigation is confirmed for the identified crack as the saline luer was noted to be cracked. The investigation is also confirmed for the identified material separation as material separation was noted to the distal tip. A definitive root cause for the reported guidewire incompatibility, identified crack on hub and material separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, there was strong resistance halfway through guidewire insertion, and the guidewire allegedly could not be inserted through the guidewire lumen of this device. There was no reported patient injury.